Event description:
It was reported in the patient¿s medical records that the patient presented to surgery with an l2 chance fracture. Patient underwent a procedure for posterior spinal fusion at l1, l2, l3 with bilateral pedicle screw instrumentation at l1 and l3 and crosslink. Local autograft, rhbmp-2/acs, and synthetic bone graft extender for posterior fusion. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. It was reported in the patient¿s medical records that the patient presented to surgery with an l2 chance fracture. Patient underwent a procedure for posterior spinal fusion at l1, l2, l3 with bilateral pedicle screw instrumentation at l1 and l3 and crosslink. Local autograft, rhbmp-2/acs, and synthetic bone graft extender for posterior fusion. It is alleged that the patient¿s post-operative periods were marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with pre-op diagnosis: l2 chance fracture. Procedure performed: open treatment of l2 chance fracture; posterior spinal fusion of l1, l2 and l3; posterior spinal instrumentation of l1 and l3 with bilateral pedicle screws at each level and a cross-link connector with 5.5 cobalt chrome rods from spinal instrumentation; local autograft morcellized from the spinous process and facet joint along with high-speed bur shavings packed down for posterior spinal fusion; one large rhbmp-2 acs combined with bone graft matrix for posterior spinal fusion. Per-op notes: "..using a high-speed bur we made a starting point and then cannulated the pedicle with a blunt gear shift probe, tapped with a 5.5 millimeter tap in the l3 pedicles, palpated to confirm their osseous placement and placed a 6.5 x 45 millimeter length screws. At l1 we tapped with a 4.5 millimeter tap and placed 5.5 x 40 millimeter length screws. The compression was performed reducing the fracture. We used a high-speed bur to cortlcate the remaining posterior elements paying particular attention to the facet joints at l1-2 and 2-3 as well as the lamina of l 1, l2 and l3. We placed down the local autograft, rhbmp-2/acs and bone graft matrix. There was a good amount of bone graft.."